Manufacturer narrative:
The biomedical engineer (bme) reported that when they boot up the bedside monitor (bsm) a "fatal error" message is seen before it shuts itself off. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that when they boot up the bedside monitor (bsm) a "fatal error" message is seen before it shuts itself off. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when trying to boot up the bedside monitor (bsm), a "fatal error" message was displayed before the bsm shut down on its own. The device was not in patient use at the time. Investigation summary: the reported device was sent in for repair. During the evaluation of the returned device nihon kohden repair center (nk rc) was able to confirm that the unit boots up into diagnostic mode and displays rtc errors, which may indicate that the main board was defective. Physical damage was also observed on the unit. Physical damage is likely to occur as a result of mishandling or wear and tear. Mishandling of a device can be related to dropping of a device, hard impacts, or improper use. Damage to the device can extend to internal components vital for operation, resulting in hardware failure. Based on the evaluation, the root cause is likely related to mishandling of the device, resulting in damage to the device and its components. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when trying to boot up the bedside monitor (bsm), a "fatal error" message was displayed before the bsm shut down on its own. The device was not in patient use at the time.

Event description:
The biomedical engineer (bme) reported that when trying to boot up the bedside monitor (bsm), a "fatal error" message was displayed before the bsm shut down on its own. The device was not in patient use at the time.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from bsm-6701a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6701a to mu-671ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.